Event description:
Adverse event(s): "removal of fibers" (foreign body, removal of). Product problem(s): "fibers" (foreign material present in device). The surgeon reports at the one-day post operative exam a patient presented with a ball of fibres in the anterior chamber. The fibers (threads) were whitish and the surgeon did not know where they came from. No postoperative inflammation was noticed. The surgeon did not change the postoperative treatment he always gives to his parents after a cataract surgery. A second procedure to remove the fibers by aspirating the anterior chamber was required. Additional follow-up information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4).